Event description:
A customer reported there was no vacuum using the footswitch. Additional info was received indicating during the case, the footswitch stopped functioning. The system was swapped out and the case was completed. There was a 5 minute delay reported. There was no pt injury or cancellations reported.

Manufacturer narrative:
The customer ordered a new footswitch. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).